Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "while venting patient, device screen froze. Both soft and hard keys were non responsive. Patient was bagged and transferred to a different ventilator. No harm to patient"

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description: "while venting patient, device screen froze. Both soft and hard keys were non responsive. Patient was bagged and transferred to a different ventilator. No harm to patient".